Event description:
Information received by medtronic indicated that the customer experienced low blood glucose and hence suspected that the insulin pump might have over delivered insulin. The customer does not report any symptoms related to low blood glucose. The customer was taken by emergency medical services and treated the low blood glucose with glucagon. The blood glucose value of the customer at the time of the event was 45mg/dl. The blood glucose value of the customer at the time of the call was 78mg/dl. No harm requiring medical intervention was reported. Troubleshooting was performed and it was confirmed that the customer was using the insulin pump within 48 hours of the reported low blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Customer returned device for an alleged possible cybersecurity and/or hacking event, possible over delivery, visit to emergency room and emergency medical services dispatched for low blood glucose found on (B)(6) 2022. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded device to carelink. In further full review of the device history/traces on the event date of (B)(6) 2022, no delivery after estimate zero was recorded and found bolus wizard delivery of daily total of bolus insulin delivered = 14.65 u. (B)(6) 2022 04:09:22.000 normal bolus delivered, normal bolus amount programmed = 2.7 bolus amount delivered = 2.7, (B)(6) 2022 08:28:06.000 normal bolus delivered, normal bolus amount programmed = 2.2, bolus amount delivered = 2.2, (B)(6) 2022 08:49:00.000 normal bolus delivered, normal bolus amount programmed = 1.8, bolus amount delivered = 1.8 (B)(6) 2022 11:15:44.000 normal bolus delivered, normal bolus amount programmed = 1.2 bolus amount delivered = 1.2, (B)(6) 2022 11:20:44.000 normal bolus delivered, normal bolus amount programmed = 1.2, bolus amount delivered = 0.55, (B)(6) 2022 11:21:34.000 normal bolus delivered normal bolus amount programmed = 1, bolus amount delivered = 0.15 (B)(6) 2022 11:22:29.000 normal bolus delivered ,normal bolus amount programmed = 0.6, bolus amount delivered = 0.05, (B)(6) 2022 14:23:06.000 normal bolus delivered, normal bolus amount programmed = 1.7, bolus amount delivered = 1.7, (B)(6) 2022 17:35:04.000 normal bolus delivered, normal bolus amount programmed = 3.5, bolus amount delivered = 3.5 (B)(6) 2022 23:34:06.000 normal bolus delivered, normal bolus amount programmed = 0.8, bolus amount delivered = 0.8, on (B)(6) 2022 11:20:44.000, a no delivery after estimate zero (8) was recorded, insulin delivery stopped and the bolus cancelled. Normal bolus amount programmed = 1.2 and the bolus amount delivered = 0.55 u. On (B)(6) 2022 11:21:34.000, a no delivery after estimate zero (8) was recorded, insulin delivery stopped and the bolus cancelled. Normal bolus amount programmed = 1 and the bolus amount delivered = 0.15 u. On (B)(6) 2022 11:22:29.000, a no delivery after estimate zero (8) was recorded, insulin delivery stopped and the bolus cancelled. Normal bolus amount programmed = 0.6 and the bolus amount delivered = 0.05 u. No delivery after estimate zero alarm was expected when excess pressure resulting from an improperly inserted reservoir, a clogged infusion set or the end of the reservoir detected, after the estimate 0 alert was given. The device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. As per r&d engineer (B)(6), conclusion: there is no evidence of the over delivery. Device behaved as expected. See attached detailed analysis for reference. The device passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery was not confirmed. Customer alleged for possible cybersecurity and/or hacking event was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.